Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of ¿the lead could not capture the ventricle with high output¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension was within specification. Visual and x-ray examination of the lead did not reveal any anomalies.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, increased capture thresholds resulting in loss of capture on the right ventricular (rv) lead due to dislodgement was noted. A prior rv lead dislodgement had occurred, however, further details of the first dislodgement are unknown. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.